Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p080007. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. Complainant phone # is longer than 10 digits: (B)(6).

Event description:
It was reported that while advancing the delivery system to the lesion site in the left iliac vein, resistance was felt. Finally, the system could be advanced to the lesion with some difficulty and the stent was deployed successfully. During removal of the system, the coating of the guide wire tore off. There was no patient injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. During the evaluation of the returned device the stent was found deployed completely which matches the information provided as the stent could be finally deployed in the patient. A device compatible guide wire 0.035 inch could be successfully advanced into and removed from the delivery system during sample evaluation. No device deficiency was found which may have led to the reported failure. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to insufficient flushing of the delivery system. The event also may be related to the usage of inappropriate accessories, e.g. A damaged or wrong sized guide wire. Also a hydrophilic-coated guide wire can become stuck in the system if not kept wet during use. The reported application (treatment of the may thurner syndrome in the left vein) represents an off-label use of the device which is considered another contributing factor to the reported event. The event also may be use-related as rough of the device especially during unpacking or preparation may lead to damage to the catheter and subsequent deformation of the inner lumen. Based on the information available, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Also the IFU states: "flush the stent delivery system with sterile saline... ." Furthermore, the IFU states that the device is indicated for use in the iliac and femoral arteries. The safety and effectiveness of the device for a treatment as described has not been established.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to insufficient flushing of the delivery system. The event also may be related to the usage of inappropriate accessories, e.g. A damaged or wrong sized guide wire. Also a hydrophilic-coated guide wire can become stuck in the system if not kept wet during use. The reported application represents an off-label use of the device which is considered another contributing factor to the reported event. The event also may be use-related as rough of the device especially during unpacking or preparation may lead to damage to the catheter and subsequent deformation of the inner lumen. Based on the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Also the IFU states: "flush the stent delivery system with sterile saline... ." Furthermore, the IFU states that the device is indicated for use in the iliac and femoral arteries. The safety and effectiveness of the device for a treatment as described has not been established.